Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had alarmed a motor error. The drive support cap was not damaged nor was the insulin pump exposed to a magnetic field. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and should be returned for analysis.

Manufacturer narrative:
The insulin pump passed the operating currents measurement, self- test, rewind, basic occlusion, prime and displacement test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to perform the unexpected restart error, occlusion and no delivery test due to motor error alarm. We were unable to confirm alarm due to erased history file. The insulin pump had cracked battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.